Event description:
It was reported that a device fracture occurred. The stenosed target lesion was located in the splenic artery. A 20mm x 50cm interlock was selected for use. During preparation, after using a microcatheter, the coil was unpacked in a aseptic way, but when taking the device out, there was no coil in the delivery system, the coil had fractured inside the internal package. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1:(B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Only the main coil and the pusher wire were returned. It was observed that the pusher wire was kinked and detached at the middle section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. The functional could not be performed due the main coil and the pusher wire are not interlocking. The dimensional inspection revealed that the outer diameter (od) at coil arm, zap tip and primary coil were found to be within specification.

Event description:
It was reported that a device fracture occurred. The stenosed target lesion was located in the splenic artery. A 20mm x 50cm interlock was selected for use. During preparation, after using a microcatheter, the coil was unpacked in a aseptic way, but when taking the device out, there was no coil in the delivery system, the coil had fractured inside the internal package. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.